Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user unable to issue medications due to a ghost cubie reference in bin 06 08 despite no physical cubie being present. A technical support specialist (tss) verified bin assignments, deassigned affected bins (06 08 and 13 00), and attempted to clear the invalid cubie reference; however, the issue persisted. Then the tss remoted in, confirmed that no cubie was physically detected in bin 06 08, and performed a backend sql update to remove the ghost cubie reference. Post-update validation confirmed the bin no longer displayed a cubie in cubie admin, restoring normal system behavior. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user unable to issue sertraline and olanzapine and required bins status. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.